Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the discrepancy in the longevity estimate could not be determined.

Event description:
This report is to advise of an event observed during analysis. It was reported that the discrepancy in longevity estimates for the ICD was due to the programmer software. Related manufacturer reference number: 2938836-2018-01395.